Event description:
It was reported the monitor had black image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone the customer was instructed to check port a and port a to verify that the input was set correctly under input configuration. The input on port a was set to high definition multimedia interface hdmi, while the customer was using sdi. The customer changed the input to serial digital interface (sdi)1, and the image appeared. The customer then reported that the image was too small. The customer pressed the picture in picture (pip) picture out picture (pop) button on the monitor once, and the image displayed in full screen. The issue was resolved. The customer informed technical assistance support of the event. The device will not be returned to olympus for evaluation.